Event description:
Pt s/p breast reconstruction with silicone gel implants. 2004 pt developed infection left breast. 2004 pt underwent left capsulectomy and implant removal - implant intact and in good shape.